Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Hardware lo alarm confirmed in the pump history due to broken trace on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.